Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was explanted due to an allegation of oversensing which resulted in inhibition of pacing and vf detection.